Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Drive support cap tested no anomaly noted, the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment had crack. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the drive support cap appears to be normal. The device will be returned for analysis.